Event description:
On (B)(6), 2006, the patient underwent treatment for an aneurysm in the descending thoracic aorta with a gore tag thoracic endoprosthesis. On (B)(6), 2010, the patient underwent another procedure to place two additional tag devices; the completion angiogram showed no endoleak, and the patient is fine with no other complications.